Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2015 with the following findings: the keypad cover was found to be cut and torn between the up arrow and ok keypad buttons. During testing, the up arrow, down arrow, and ok keypad buttons were found to be intermittently unresponsive. The contrast keypad buttons was unresponsive, which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that they keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.